Event description:
It was reported the ventricular connector is fractured (broken) and the ventricular cable will not remain seated in the socket. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).